Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that a decline in hearing performance of the pt was noticed by the guardians since (B)(6) 2013. A head trauma is denied by the parents and problems of the external devices are excluded. The pt has been re-implanted.